Manufacturer narrative:
Device evaluation of battery sn (B)(4) is still currently underway. The reported problem (battery - performance issue - in warranty) has been confirmed. As received, the battery was unable to power on a monitor or charge. The root cause for the battery malfunction is still under investigation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery had a performance issue.

Event description:
A us distributor reported that a battery had a performance issue.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred due to the defective battery. Device evaluation of battery sn 86341601 is still currently underway. The reported problem (battery - performance issue - in warranty) has been confirmed. As received, the battery was unable to power on a monitor or charge. The root cause for the battery malfunction is still under investigation. No adverse event resulted from the defective battery pack.